Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site, the field service engineer was not able to reproduce the issue. Nothing was replaced and there has not been any more complaints regarding this issue. The received device log files confirms the reported issue. If alarm for o2 concentration happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. If the alarm for o2 concentration is a measuring fault, the patient will not be affected. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
Manufacturer's ref #: (B)(4).